Manufacturer narrative:
B5 -there was unknown patient involvement. B6-ni. B7-ni. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was not able to be tested due to a error code present 46440 for a downstream occlusion (dso) sensor issue. The most likely/suspected cause of the customer reported issue was the tested had used an old technical service manual with values that were not correct. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the volume delivery out of tolerance. No error code provided. No additional information provided.